Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the first device had difficulties in loading/unloading, another device was opened and the second one disengaged/dropped the needle while suturing into the patient¿s cavity, it was unable to be retrieved. A new device was opened in order to complete the case. No harm was caused to the patient. The devices are expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.